Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01575. Medical devices: bmt 360 tib tray 75mm. Catalog#: 185204. Lot#: 430510. Tinbn vg int ps anat fm l 70mm. Catalog#: 183132tnbn. Lot#: 3560859. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately thirteen months post-implantation due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.